Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system, the grippers did not lower at the same level. Troubleshooting was performed several times, but the grippers remained the same. Therefore, the cds was changed to a new cds. The procedure was completed successfully with the one clip implanted, reducing mr to 1. There was no patient involvement with first cds. There was no clinically significant delay in the procedure. No additional information was provided.